Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to less than or equal to 24f, and the tavi procedure was completed. Reportedly, post procedure the first suture used for closure separated with some tension. Another prostyle suture was placed. The two sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.